Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed recorded false atrial arrhythmia episodes. The episodes were the result of over-sensed noise exhibited by the right atrial lead. No interventions were made. There were no patient symptoms reported.